Event description:
It was reported that the laser fiber was connected to the stonelight laser system and tested ok. When beginning use, the fiber was sectioned (broken) at the connector; no strain/tention was on the fiber. The fiber was immediately disconnected and the case completed using a second fiber. There was no injury reported.

Manufacturer narrative:
Fiber analysis: the fiver was found to be separated from the connector. The proximal (connector) end of the fiber appeared broken and burned; the outer sheathing at the proximal end was also observed to be burnt. Fiber breakage could result in an unsafe firing condition. The most probable root cause of the device failure was determined to be excessive bending/user handling and or procedural factors encountered during the procedure.